Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to an infection. The patient was admitted to hospital with acute renal failure and sepsis, and had a mobile mass in the right atrium, "endocarditis or infected thrombus." The "mass structure" was "adhered" to the leads. The ICD system will "possib[ly]" be replaced at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4). (B)(4) implantable tachy lead 2008 (B)(6).